Event description:
It was reported that during a 2-level alif procedure performed on (B)(6) 2015, the universal driver (10-1003-2) tip broke while implanting the fourth screw. A driver from another try that was readily available was used to complete insertion of the screw with no further issue. No pt injury and a delay of approximately 2 minutes was reported.

Manufacturer narrative:
Device problem already known, no eval necessary. Upon identification of a trend for reports of this nature for this device a CAPA was initiated and determined root cause is attributed to the tip design. Design changes were initiated changing the tip to a solid hex, in effort to increase tip strength.